Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on available information, the cause of the reported incomplete coaptation cannot be determined. The reported medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling. Na.

Event description:
This is filed for single leaflet device attachment, requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) of grade 4. One clip was implanted without issue. The second clip was then implanted without issue; however, after deployment, a single leaflet device attachment (slda) occurred, with the clip detaching from the anterior leaflet, and remaining attached to the posterior leaflet. An additional clip (third clip) was implanted to stabilize the slda clip. The mr was reduced from grade 4 to grade 1. No additional information was provided.